Event description:
Covidien endo gia stapler reload 45 blue roticulating r# 030455 partially fired/bent on lesser curve of stomach. Some staples formed and some did not. Add'l staple reloads had to be opened and the tissue had to be over sewn by the surgeon.